Event description:
It was reported that after collection it was discovered that the tube was cracked with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred on 11 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: after blood collection, has not been on the machine before detection. When mixed upside-down, it was found that the inner wall of tube was broken and caused tnt leaks.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for a tnt leak with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after collection it was discovered that the tube was cracked with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred on 11 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: after blood collection, has not been on the machine before detection. When mixed upside-down, it was found that the inner wall of tube was broken and caused tnt leaks.